Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro conditions/problems"), seizure (seriousness criterion medically significant) and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal change"), neoplasm ("tumors"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full) oophorectomy (unilateral), salpingo-oophorectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, menorrhagia, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, nervous system disorder, seizure, neoplasm, visual impairment, weight increased and weight decreased outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, nervous system disorder, seizure, tooth disorder, visual impairment, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case become incident, previously added injury nos was replaced with dysmenorrhea & new events-menorrhagia,fatigue, gi conditions, hair loss, dental problems, hormonal changes,migraines, headaches, nausea, neuro conditions/problems, seizures, tumors, vision problems, weight gain, weight loss were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.